Event description:
An aneurx stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that, approximately thirteen years and nine months post index procedure, a CT revealed that the aneurx stent graft bifurcate had migrated into the aneurysm sac resulting in a proximal type I endoleak. The proximal end of the graft was between 8 cm and 9 cm in length from the lowest renal artery. The patient received treatment where a 36x36x166 bifurcated graft up the left side was attempted; however, access with this graft was not obtained due to the tortuousity of the graft that had fallen into the aorta. Access from right was then tried and also unsuccessful. After ballooning and dilating, access was attempted again from the left side and this time with a 36x14x102 aui device. Access was achieved and the graft was deployed. The graft was then extended with a 16x16x82 iliac limb. The proximal end was ballooned and an angiogram was performed. An endo leak was detected so aptus anchors were used and there was still an endoleak. After several angiograms it was determined that the aui graft was deployed slightly low. A 36x36x49 aortic cuff was then placed proximally. Another 4-5mm seal was obtained. After ballooning and another angiogram was performed. There was a very late blush and it was determined that it was a type 2 endoleak. The type 1 leak was resolved. The right iliac was then coiled and a fem-fem bypass was placed. Per the physician, the cause of the type ia endoleak was lack of follow up by the patient and continued neck dilatation of the proximal neck. No additional sequelae were reported and the patient is being monitored by their physician.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.